Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. Fa found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece measuring approximately 0.186" x 0.685" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during central processing, the force bipolar instrument tip was broken. There was no report of patient involvement.